Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced undefined low and high blood glucose (bg) levels that were "low" per continuous glucose monitor readings and 520 mg/dl respectively. Low bg was addressed by consuming carbohydrates and high bg was addressed with a correction bolus. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.